Manufacturer narrative:
Conclusion: the causes of re-operation for failed repairs are well documented in the literature. Reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. In this case, there is no allegation of ring malfunction.

Manufacturer narrative:
Multiple attempts to obtain additional information and device return have been unsuccessful. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately post-implant of this annuloplasty ring in the mitral position, this ring was explanted. No reason for the explant was provided and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.